Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on approximately (B)(6) 2018 and hit their back; thereafter, stimulation was not felt in the left lower extremity, but felt in the patient¿s abdomen. X-rays were done of the thoracic and lumbar spine. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, not due to programming, and other etiology was pending the physician¿s interpretation of the x-rays. Additional information was received on (B)(6) 2018. Per x-ray, it appeared the leads were grossly intact at the specified implant levels. The clinical diagnosis was an undesirable change in stimulation, no interventions/actions were taken, and the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study ((B)(6)). It was reported that this issue was unresolved, but no further actions were planned as of (B)(6) 2018. It was noted that the x-rays were taken on (B)(6) 2018 and were negative for lead migration.